Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the impella cp was implanted to support a patient with acute myocardial infarction/cardiogenic shock. During support, the patient experienced oozing from the impella access site. The perclose was tightened, suture was placed at the site, dressing was changed, angle was matched, and manual pressure was held. Two units of packed red blood cells were administered in the last 24 hours. It was also reported that the patient experienced loss of right peripheral leg pulses. The doctor came to the bedside and reestablished passive flows using a conduit from the contralateral right femoral artery to the left superficial femoral artery. Pedal pulses are now palpable. The patient survived the event.

Manufacturer narrative:
The investigation for the access site bleed and the limb ischemia has been completed. The device was not returned for evaluation. The root cause of access site bleeding is determined to be use issue because sutures were tightened and additionally two sutures were placed to achieve hemostasis. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.